Event description:
It was reported the epg (external pulse generator) has a cracked display. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lcd was broken. It was also found that the upper/lower cases, ring cover, side bail covers and lead flex cover were broken. The battery release, o-ring, heart block, heart wire contacts, battery release spring, battery drawer and battery contacts were contaminated. The side bails were glued to the device and the ring bail was missing. The keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.